Manufacturer narrative:
Unit received with currents in specification. Unit unable to prime during prime/delivery test due to faulty forced sensor resistor. Unable to verify excessive no delivery due to prime anomaly. No motor error alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Event description:
Customer reported via phone call to have received a motor error alarm and no delivery alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 224 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history did not contain a motor position encoder error alarm or more than one motor error alarm. Customer was advised that insulin pump would need to be replaced.